Event description:
A customer reported receiving imprecise readings on their precision xtra/optium blood glucose meter. The customer reported obtaining the readings of 1.2 mmol/l, 2.5 mmol/l and 5.2 mmol/l within a ten min timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone shows the difference in readings to be clinically significant. There was no third party medical intervention reported and no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within range specification, and no errors were observed during control solution testing.